Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 33 mg/dl. The doctor wanted the insulin pump replaced. The customer was too weak to troubleshoot during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.